Event description:
Customer reported device enclosure cracked. No other explanation provided.

Manufacturer narrative:
(B)(4). Product eval pending. Issue is being reported as alert could not be cleared by operator.